Event description:
It was reported via a trial that on (B)(6) 2011, the day after the implantation of the acculink stent in the left internal carotid artery with heavy calcification, the patient experienced a new moderate to severe aphasia. The MRI revealed multiple embolic infarcts in the left hemisphere and the carotid angiogram did not find thrombosis or stenosis in the acculink stent. There was no reported intervention. The patient was discharged home on 4/13/2011, two days after the carotid stenting procedure with mild expressive aphasia. The patient was almost back to his neurological baseline. There was no additional information provided.

Manufacturer narrative:
(B)(6),during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains inside the patient. There was no reported product deficiency. The reported patient effects of stroke and embolism are known adverse events as listed in the product instructions for use. Although a conclusive cause for reported patient adverse effect and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.